Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated due to an unrelated issue. Review of the pump¿s black box revealed a related alarm. The pump powered on with a blank display screen. Moisture was observed on the pump¿s internal components. The pump powered on with a blank display screen. The display screen was found to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.